Event description:
The confirmation of integrity of egms (annotated vvi 60, dated (B)(6) 2014 at 09:37) showing simultaneous atrial and ventricular deflections is requested.

Event description:
The confirmation of integrity of egms (annotated vvi 60, dated (B)(6) 2014 at 09:37) showing simultaneous atrial and ventricular deflections is requested.